Event description:
It was reported that the surgeon removed 1st loose cup with a pliers and removed the head as well. He reimplanted 70mm cup, 44mm liner and a +5 44mm head.

Manufacturer narrative:
An eval of the reported devices cannot be performed as they were retained by the pt and were not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report (including x-rays and medical records) has been requested. Should additional info become available, the eval summary will be submitted in a supplemental report.